Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the scrub had difficulty assembling the cervical distractor as the screw from the vertebr-body retainer kept falling out. The screw back in and once in place apply steri strip over the screw so that it would not fall out. The distractor was used without issue. Once the case was over the scrub removed the steri strip and the screw fell out. The screw in with the retainer pins and lock nuts for re-sterilization. It was unknown if the procedure was completed successfully without delay. The patient outcome was unknown. Concomitant device reported: unknown distractor (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: reviewed received picture and the complaint description can be confirmed that the locking screw of the wing screw is loose. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown distractor (part# unknown, lot# unknown, quantity# 1); locking nut (part# 03.820.110, lot# unknown, quantity# 4).